Event description:
Normal saline was infusing via line a. Magenesium and potassium were infusing via lines b and c. It was reported that line a could not infuse at a fast rate becuase of the occlusion alarms. The patient was in the burn unit receiving fluid resuscitation. The clinician stated the patient was "critically delayed with fluids since they needed to be slowed down." The tubing was changed for a new set and the infusion was resumed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.